Manufacturer narrative:
(B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation and tilt of the inferior vena cava (ivc) filter. The patient is also reported to have experienced blood clots, clotting, and/or occlusion of the ivc, swelling/numbness of legs, hands and feet, emotional distress, mental anguish, anxiety, stress, and that the device is unable to be retrieved, however there is no documentation of a retrieval attempt. The indication for the filter implant was left lower extremity deep vein thrombosis (dvt), an abnormal ventilation¿perfusion (vq) scan with intermediate probability of pulmonary embolism, and patient appeared to be a poor candidate for chronic anticoagulation. The filter was placed via the right femoral vein and successfully deployed in the ivc under fluoroscopic guidance. At some point post-implant, the patient underwent a computed tomography (CT) scan which indicated that the filter had tilted and perforated the ivc, the CT report and imaging has not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, swelling and numbness of the hands and feet do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images and the patient¿s medical history available for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation and tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation and tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation and tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicated that patient had recurrent deep vein thrombosis (dvt), an abnormal ventilation¿perfusion (vq) scan with intermediate probability of pulmonary embolism, and patient appeared to be a poor candidate for chronic anticoagulation. Additionally, the filter was deployed successfully. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, swelling/numbness of legs, hands and feet, emotional distress, mental anguish, anxiety, stress, and that the device is unable to be retrieved, however there is no documentation of a retrieval attempt.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Relevant history race and medical history). (Brand name). (Model, catalog, lot number, and expiration date). Concomitant medical products and therapy dates (exclude treatment of event): unknown guidewire unknown pigtail catheter (date received by the manufacturer and PMA/510(k) number) (manufacturing date). (Evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to product code.